Event description:
Customer received a blood glucose result of 409mg/dl. The customer states pt overdosed with insulin and pills based on the device results. Pt was filling ill, with chills, and light headed, thought pt was going to pass out. Pt was taken to the hospital. In the emergency room they received blood glucose results of 54 and 55 mg/dl. The customer was given an IV and food. Pt was admitted into the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.